Event description:
A (B)(6) distributor contacted zoll customer support to report an electrode belt was causing a service code 204.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the pulse wire in the cable connecting the distribution node to the front therapy electrode had a hole in the wire insulation. The wire was grounding out the distribution node pca board, causing a service code 204. The root cause for the hole in the wire insulation could not be positively identified. No adverse event resulted from the shorted pulse wire.